Manufacturer narrative:
The serial number of the flexcare platinum connected toothbrush was not provided.

Event description:
Consumer called stating that the vibration of the flexcare platinum connected toothbrush is too powerful and caused the fillings in their teeth to come loose.